Event description:
It was reported a patient experienced a break in aseptic technique (did not clean exchange area), which caused peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized one day later. Treatment was not reported. After being hospitalized for two days, the patient was discharged and was recovering. Pd therapy was discontinued five days later. The patient died two days after discontinuing pd therapy. The cause of death was unknown. The patient had not recovered from peritonitis prior to death. It was not reported whether an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.